Event description:
It was reported the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks. Review of the stored episode revealed the patient had received anti-tachycardia pacing (atp) ten times followed by a 5 joule (j) shock and then a 41j shock. The therapy was appropriately delivered for ventricular tachycardia (vt) however the 5j shock may have accelerated the rhythm into ventricular fibrillation (vf). The 41j shock successfully converted the rhythm. No additional adverse patient effects were reported.